Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 018 pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted an unknown gw was returned loaded within the device. The balloon of the device was noted to be detached from the proximal end of the balloon with a small portion of the balloon remaining. The inner gw lumen was also detached and not returned. The returned gw was extending out from the site of detachment at the proximal end. No functional testing performed was performed due to the condition of the device returned. Therefore, the investigation is confirmed for the reported detachment, balloon rupture and difficult to remove as circumferential balloon rupture was noted to the balloon and inner gw lumen was noted to be detached, which could have caused difficulty in removing the balloon through sheath. However, the investigation is unconfirmed for the reported material deformation. The investigation is inconclusive for the reported deflation problem as no functional testing performed was performed due to the condition of the device returned. A definitive root cause for the reported balloon rupture, detachment, difficult to remove, deformation and deflation problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the ultraverse 018 pta balloon. During the procedure, the balloon allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the ultraverse 018 pta balloon. During the procedure, the balloon allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.